Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element, mr, ous 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that on the proximal end of the stent, stent struts were lifted. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that advancing difficulties were encountered. Vascular access was obtained via the right femoral artery. The stenosed, concentric and the de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. The lesion contained between a 45 and 95 degree bend. After a 6f non-bsc guide catheter was engaged to the lesion and a 0.014 non-bsc guide wire was crossed, a 2.50mm balloon catheter was advanced for predilation. A 3.00x38mm promus element long drug-eluting stent was advanced for treatment; however, the device did not reach the lesion due to angulation. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.